Manufacturer narrative:
Information contained in this record was previously submitted through psr on 23jul2018 and 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is necrosis. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side fat necrosis, cystic nodular lesions, inflammatory reaction, and axillary lymph nodes. Patient later reported discomfort. The device remains implanted.